Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a damaged pump shaft and replaced it. The cse also replaced defective seals, performed recalibration with new calibrators and ran a coefficient of variation (cv) check. Due to the persistent issue with chloride quality controls, the cse dismantled and cleaned the ion-selective electrode (ise) module and ran new tubing. The cse then performed calibrations, quality controls and cv check, all of which were acceptable. The cause of the discordant, falsely low chloride results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride results.